Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump basal iq feature did not suspend insulin properly and customer was not sure if the correction boluses were being properly delivered. Although multiple attempts were made by tandem technical support to request upload of the pump data, customer did not reply. Customer's blood glucose was 60-260 mg/dl.